Event description:
The dexcom g7 has failed in 3 of the last 6 times for many reasons and it has failed to provide correct or at least reliable information to treat my type 1 diabetes. Type 1 diabetes. Patient code: 4582. Product code: 1506, 3023, 1535. Ref reports: referencing reports: mw5177600 and mw5177602.